Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via the log file. The centrimag motor (serial #:(B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 3 days ((B)(6)2021 per time stamp). Events occurring on (B)(6) 2021 took place during testing at abbott. On (B)(6) 2021 at 10:02:44, a ¿system alert: s3¿ activated following a ¿sf_sps_supply_5v_2¿ sub-fault. Motor speed and flow were not disrupted, and the alert was able to be muted and cleared. There were no other notable alarms active in the log file. The centrimag motor was returned for analysis. The motor was functionally tested and there were no issues observed. The reported event was unable to be reproduced during the investigation. The root cause for the reported events was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including s3 alarms. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that there was a s3 error on the centrimag console. There was also a small crack on top of the screen. It was not noted to be affecting the screen to cause any concern so it was left insitu. A pump exchange took place on (B)(6) 2021. The morning of (B)(6) 2021 the console alarmed with error s3, as per the 'alarms and alerts quick reference guide' the alarm was acknowledged and the message disappeared. The centrimag was implanted on (B)(6) 2021 until (B)(6) 2021. Patient was not symptomatic. Patient did have a very short transient effect during the pump exchange but it did not require support. Patient was reported as stable on a new console and pump. It was an uneventful change over. There was only the error message, and no actual harm was caused. Related manufacturer reference number: 3003306248-2021-01092.